Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, looks like an advance 1 knee. Dr. Pompo in connecticut wants to remove the screws in the tib tray and swap the poly. But he hasnt made clear yet whether or not he wants to replace the tib tray. Trying to get a grasp on necessary instrumentation.